Event description:
During a laparoscopic cholecystectomy, it was noted that the insulated spatula was causing a burn on the liver. Upon completion of the procedure, it was noted that the skin had also been burned at the incision site for the trocar. The instrument had previously been sent on 12/27/96 to be re-insulated. It will be sent out for repairs. Skin burn was incorporated into the incision, closed and dressed with steri strips in the usual manner.